Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon disconnected from the trocar. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. No other info available at this time.

Manufacturer narrative:
(B) (4).